Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 316 mg/dl. The customer turned off the pump after receiving the alarm. Subsequently, the customer "got scared and had a panic attack" and went to the emergency room (ER) for treatment. Bg value was 326 mg/dl upon arriving at the ER, and was treated with intravenous saline and insulin to address the elevated bg level. Customer was released later the same day with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.